Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a yellow alert was triggered for low right ventricular (rv) lead sensing. Another follow up was made and found out that the right ventricular (rv), left ventricular (lv) and right atrial (ra) lead leads dislodged. This was due to twiddler¿s syndrome. A surgical intervention was performed. The right ventricular (rv) lead was explanted. The atrial lead was surgically abandoned. The lv lead was successfully repositioned. No additional adverse patient effects were reported. The rv and ra lead were out of service. The lv lead remains in service. Attempts to obtain additional information was unsuccessful.